Event description:
It was reported that biomed had an arctic sun device that would not pass a calibration for an error 80 (water check time out unable to reach calibration temperature) and not heating. Per follow-up information received via email on 07sep2022, no patient involvement as the issue was found during calibration. Per follow-up information received via email on 05oct2022, biomed stated that they were changing out the heater due to calibration error. Per additional information updated by technical support on 10oct2022, biomed stated that they damaged the y-tube when replacing the heater. Per sample evaluation results received on 18oct2022, it was found in other observations that the unit missing bolts from the front and back of shell. It was also observed there was dripping from the y-tube area. Per sample evaluation results received on 18feb2023, it was reported that the ½ l tube, double bend tube and chiller molded tube were expanded. It was noted that y-tube, 1/2l tube, double bend tube and chiller molded tube were replaced.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed had an arctic sun device that would not pass a calibration for an error 80 (water check time out unable to reach calibration temperature) and not heating. Per follow up information received via email on 07sep2022, no patient involvement as the issue was found during calibration. Per follow up information received via email on 05oct2022, biomed stated that they were changing out the heater due to calibration error. Per additional information updated on 10oct2022, biomed stated that they damaged the y-tube when replacing the heater. Per sample evaluation results received on 18oct2022, it was found in other observations that the unit missing bolts from the front and back of shell. It was also observed there was dripping from the y-tube area.